Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a colon biopsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure as the needle came in contact with the tissue, the needle became flimsy and bent. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient ID in unknown. The exact age of the patient is unknown, however, it was reported that the patient was (B)(6). The exact weight of the patient is unknown, however it was reported that the patient was (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) relates to (B)(4) for the reported event of needle bent. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).